Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. The reported event was unconfirmed, a device history record review was not required. The reported event was unconfirmed, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed just replaced the mixing pump for not cooling and it was still failing for calibration 80 (water check time out unable to reach calibration temperature, not cooling) on the arctic sun device. Biomed wanted to send in because the system was also getting a system failed to start an alarm. As per work order and ess update on 20dec2022, customer was sending device in for assessment and repair, for cooling issues even after mixing pump was replaced as well as a calibration issue. Per sample evaluation results received on 10feb2023, it was reported that there was a low or marginal flow rate observed.

Event description:
It was reported that the biomed just replaced the mixing pump for not cooling and it was still failing for calibration 80 (water check time out unable to reach calibration temperature, not cooling) on the arctic sun device. Biomed wanted to send in because the system was also getting a system failed to start an alarm. As per work order and ess update on 20dec2022, customer was sending device in for assessment and repair, for cooling issues even after mixing pump was replaced as well as a calibration issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.